Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. It was reported that the pump's battery life did not meet the expectation of the user. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 02/27/2015 with the following findings: a review of the pump¿s black box history showed that one (B)(4) replace battery alarm due to a post delivery motor supply fault was recorded on (B)(6) 2014. The battery compartment was intact; no damage was observed. The returned battery cap was able to be fully secured to the pump and was used to complete all testing. The pump¿s electrical current draws were found to be within the required specifications. The pump case was removed and no evidence of moisture or loose components was found inside the pump. The complaint of short battery life was observed in the pump history but was not able to be duplicated during investigation.